Event description:
Tech alleged that both head end caster wheels are not locking tightly. No injury reported.

Manufacturer narrative:
Tech adjusted both head casters to lock more securely to resolve the issue.